Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower extremity pain, and in (B)(6) 2024 began to report issues with the device after having traveled. Patient performed an impedance check on his device and reported one of the implanted leads returned high impedance readings on all contacts. A nalu representative reviewed the patient's readings and concluded that the lead was fractured and would require replacement. On (B)(6) 2024 a surgical revision was performed to replace the fractured lead. During the procedure, the physician attempted to hydrodissect around the implantable pulse generator (ipg) to remove any scar tissue prior to disconnecting the fractured lead. The ipg was damaged during the process and ultimately an additional incision was required in order to access and replace the damaged ipg. Additional unanticipated incisions were required to remove and replace the fractured leads as well.

Manufacturer narrative:
Investigation found that the patient traveled in a less than optimal position, reportedly having the affected knee in a more flexed position than would normally be used and for a prolonged period of time during a plane flight. It is thought that the prolonged stress on the implanted lead is likely the cause of the fracture.